Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving a shock due to a real vf episode. Upon review of the vf episode, it was noted that the shock was not successful. The physician reprogrammed the device and a shock test was successfully performed. The patient was in good condition.